Event description:
It was reported a patient underwent surgery on (B)(6) 2014 due to back pain and hardware issues. During the surgery it became known that the screws at t12 were pulling out of the pedicles and the rods were broken between l3 and l4 bilaterally. The patient was originally implanted with a uss construct from l4-s1 on an unknown date. A revision surgery was performed on an unknown day in (B)(6) 2013. During the revision surgery the patient was implanted with a uss construct dual opening from t12-l2 and the construct was connected to the existing uss construct at l4-s1 using rod connectors. During the surgery on (B)(6) 2014 all hardware from the original surgery and the revision surgery were removed and re-instrumented with synthes uss from t10-s1. This is report number 1 of 4 for (B)(4).

Manufacturer narrative:
Implant date reported as: (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.